Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise signals and oversensing on the right ventricular (rv) lead, which led to inappropriate anti-tachycardia pacing (atp) and shocks delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). Later on, the lead was capped and the oversensing was reproduced when standing upright and coughing, the device was explanted and replaced. No adverse patient effects were reported.